Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours their blood glucose level rose to 293 mg/dl. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient administered a manual injection of 3.0 units of insulin.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula fully deployed, needle retracted, and pink slide visible. Download data indicates that the pod primed and ran for 1142 pulses with no alarm, during which time user action was taken in the form of bolus, indicating that the pod had deployed as intended and used to administer insulin. No damage or manufacturing deficiencies were found inside the pod that would result in the cannula failing to deploy as intended.